Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where the reported event was confirmed. The air valve was defective, the channel mount and mouthpiece were scratched. Additionally, the repair center found the bending section rubber glue was worn and the biopsy channel was slightly scratched. These defects are not considered a reportable malfunction. Olympus sent the subject device to a third party for culture testing where: april 4, 2022: sampling from: all channels. Cfu: 1cfu. Bacterial identification: gram positive. April 21, 2022: sampling from: all channels. Cfu: 1cfu. Bacterial identification: staphylococcus coagulase negative. The air valve, channel mount, and mouth piece were replaced and the device was reprocessed according to the device instructions for use (IFU) and re-culture tested. The results of the culture test performed (B)(6) 2022 conformed to the regulation's recommendation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were flushed with salvanios ph 10 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator were manually cleaned with anioxyde 1000 disinfectant. The scope was manually disinfected with anioxyde 1000. The scope was stored horizontally. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the oes cystonephrofiberscope. On (B)(6) 2022, the biopsy channel tested positive for one (1) colony forming unit (cfu) of staphylococcus pasteuri. On (B)(6) 2022, the biopsy channel tested positive four (4) cfus of staphylococcus hominis. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.